Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned from implant patient registry that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 16 years, 10 months due to unknown reasons. A 23mm transcatheter valve was implanted. The patient was in recovery. According to the physician, there was no allegation that the surgical valve prematurely failed.

Event description:
It was learned from implant patient registry that a 2800 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 16 years, 10 months due to unknown reasons. A 9750tfx 23mm transcatheter valve was implanted. The patient was in recovery. No additional information has been provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.